Manufacturer narrative:
Analysis of the returned lead determined the lead body was stretched from 28 cm to 28.7 cm. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the body of the lead was stretched. Product ID: neu_stylet_acc, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The stylet was too short. Consequently, the lead tip was not supported by the stylet and was thus too flexible. Another lead/stylet was used. There were no external factors contributing to the event. The event was resolved. No patient harm was reported. No further complications are anticipated.